Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their therapy has stopped due to power on reset (por). It was stated that they are getting the por warning message on the patient programmer (pp) and implantable neurostimulator recharger (insr) screens, and that they haven't charged for five days. The manufacturer representative (rep) had the patient "press two buttons" on the insr and the device started to charge but they are still getting the por warning and cannot turn on therapy. The patient is going to follow up with their healthcare provider (hcp) to clear the message. Indication for implant is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.